Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: zhang y, et al. (2023), prediction of hip joint function and analysis of risk factors for internal fixation failure after femoral neck system (fns), bmc musculoskeletal disorders 24:674; https://doi.org/10.1186/s12891-023-06805-z (china) the objective of this study was to analyze the risk factors affecting hip function and complications after femoral neck system (fns) surgery for femoral neck fractures is of great significance for improving the procedure¿s efficacy. Between (B)(6) 2019 and (B)(6) 2020, 69 patients with femoral neck fractures who underwent femoral neck system surgery were included in the study. There were 46 males and 23 females, and the mean age was 56.09 ± 11.50 years. All patients were implanted with the unknown synthes femoral neck system. Harris scores were evaluated at 12 months after surgery. Complications were reported as follows: 5 patients had femoral head necrosis. 5 patients had nonunion. 9 patients had neck shortening. This report is for the unknown synthes femoral neck system. This is report 1 of 1 for complaint pc-001501143 a copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown constructs: fns /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.